Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As reported by the user facility, it has been confirmed that the batch number is unknown and no samples are available for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Event description:
As reported by the user facility: "patient infusion was initiated. Approximately five minutes into the infusion, the patient reached for a drink and the tubing pulled apart at distal connector site. Oxaliplatin was infusing and approximately 10-15 ml of fluid spilled onto the floor."